Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Based on the appearance of the fm, investigation was conducted on the potential fm sources. It was found that the blue polybag (refer to figure 4 in attachment b) which is used in production for parts bagging, has a similar colour (shade of blue) and texture with the fm. The blue polybag is used at the insyte product molding and assembly process to contain the produced good parts ¿ molded needle cover and needle hub for winged catalogues and assembled parts for vialon-c catalogues. Hence, the blue polybag was most likely the fm source. Figure 4: blue polybag used in production for parts bagging. After the fm source was identified, the next stage of the investigation was to identify during which process and how the fm was introduced onto the product. As the fm was caught in between the adapter and needle cover, there were two possible processes where the fm could be introduced ¿ needle cover molding and main assembly process. During the needle cover molding process, if the fm was introduced into the molded part during or after packing into the polybag, the fm could get transferred onto the product during needle cover loading in the main assembly line. At the main assembly line, it was possible that fm got transferred into the needle cover, where it could get transferred onto the product during needle cover loading. It was unlikely that the fm was introduced onto the catheter tubing or adapter during assembly process, as it would most likely fall off the tubing or adapter during machine movement or act of gravity due to the weight of the fm. Hence, it was highly likely that the fm was introduced into the needle cover during molding or main assembly process. Further investigation was conducted on how the fm came off from blue polybag. The appearance of the fm was observed to be irregularly shaped with stretch marks and curled edges. Hence, a simulation was performed to study whether this was the original fm shape and state during fm introduction or caused by shrinkage after sterilization process. For this simulation, two most possible scenarios were tested: fm was either torn by hands or cut off from the big polybag. Samples preparation: one piece of the blue polybag was torn by hands and one piece was cut using scissors, to a size and shape that is similar to the fm size (refer to figure 5 in attachment b, left image). The fms were then inserted in between the adapter and needle cover of assembled products, at the location similar to the actual complaint sample (refer to figure 6 in attachment b, left image). After that, both samples were packaged and sent for eto sterilization as per routine process. Results: it was observed for both hand-torn and cut samples, there was no visible shrinkage or deformation after sterilization (refer to figure 5 in attachment b, right image). It was observed that after sterilization, the fm location in the sample with cut fm shifted up towards the catheter tubing (refer to figure 6 in attachment b, right image). This was most likely due to the fm surface being smooth and without curves was harder to catch onto the contour of the catheter adapter, causing the fm to shift during material transfer during the packaging and sterilization processes. Conclusion: eto sterilization process does not shrink/deform the polybag to result in curled edges. The hand-torn fm sample highly matched with the appearance of the complaint sample. Figure 5: simulated fm samples before sterilization (left image) vs after sterilization (right image). In each image, left: simulated fm #1 - torn by hand, right: simulated fm #2 ¿ cut using scissors. Figure 6: simulated fm samples in assembled needle before sterilization (left image) vs after sterilization (right image). In each image, left: simulated fm #1 - torn by hand, right: simulated fm #2 ¿ cut using scissors. After the complaint was reported, a gemba walk was conducted at the insyte needle cover molding and main assembly lines to observe the discipline of the production associates in adhering to the good manufacturing practices (gmp), which prohibit tearing of the polybag. During the walk, no sign of violation of this gmp was observed. The associates at the inspection areas were untying the polybags at the knot without tearing the polybag apart. In conclusion, the blue fm source was most probably the blue polybag which was torn. The fm was most likely introduced into the needle cover during molding or main assembly process. However, with no violation of gmp observed, it was unclear how did the small piece of polybag fm got transferred into the needle cover. This is the first reported blue polybag fm complaint for the past 12 months and so, the occurrence rate is extremely low (0.00000131%) based on number of complaints received per sales volume. Hence, this is most likely an isolated case. The complaint trend will continue to be tracked and monitored. As current control, there is outgoing and hourly in-process visual inspection in place to check for fm.

Event description:
This is a complaint about contamination of adherent foreign matter. According to the customer report inventory of catheter storage shelves in the operating room, a product with foreign matter contamination was found in a stored catheter. The product was unopened and unused.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte winged vialon-e 20ga x 1.0in had foreign matterthe following information was provided by the initial reporter;this is a complaint about contamination of adherent foreign matter.according to the customer report inventory of catheter storage shelves in the operating room, a product with foreign matter contamination was found in a stored catheter. The product was unopened and unused.